Event description:
It was reported by the customer that the pyxis medstation es system drawer is malfunctioning. An attempt was made to remove the obstruction within the drawer; however, it could not be cleared as the drawer remains inoperable. A customer reported that the user was unable to dispense medication due to a reported malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station had failed drawer. A field service engineer inspected the lights on the controller board located at the rear of drawer 6. The system was not detecting a closed status. The magnet had dislodged from the inspection component. The engineer replaced the inspection component and conducted tests on the drawer. The system functioned as intended after field service engineer troubleshooted the device.